Manufacturer narrative:
(B)(4). Analysis description: no complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion breaching the outer insulation and exposing the outer coil at 4.3 ¿ 4.8 cm from the ring electrode. The abrasion was consistent with constant friction to another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.